Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) exhibited episodes of myopotential over-sensing, far r wave over-sensing and competitive atrial pacing, resulting in inappropriate automatic mode switch (ams). No intervention was performed and the patient will be further monitored. There were no patient consequences.

Event description:
New information received notes that the episodes of myopotential over-sensing exhibited by the implantable cardioverter defibrillator (ICD) reoccurred. The ICD was reprogrammed. There were no patient consequences.